Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the track wise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: caller has an 8100 module failing rate calibration. After pressing the post calibrate button, unit would hang up in the system maintenance program. Sn: (B)(4). Failure device type: failure problem type: failure mode: case resolution: recommended to replace the logic board. The logic board is unable to be rewrite the calibration. Biomed will order new logic board.